Manufacturer narrative:
On 6-jan. 2021, failure analysis engineer (fae) evaluated the sureform 60 reload that the reported complaint of the reload "cut through tissue and did not staple" could not be confirmed with visual inspection. Fae noted that all 4 staples in the cartridge look formed indicating they hit the anvil pockets, which suggested the pushers did fully deploy at one point in time. The initial "undeployed pushers" diagnosis is not accurate. All 3 distal pushers that had staples in them were able to be manually pushed up to confirm all staples were formed into b-shapes. The pushers were manually pushed back down and the shuttle was then manually moved in the backward and forward directions. All 3 pushers were fully deployed via manual shuttle driving. One pusher was removed from the cartridge to check for damage and no damage to the pusher was observed. The evidence suggests all pushers fully deployed to form staples, but staples did not go into tissue and pushers may have dropped back down post firing. Failure analysis results indicate there is no problem detected on the reload.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the advanced log review type for the sureform 60 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed that the sureform 60 pn 480460-09, lot l90200302-0017 fired 10 reloads (4 blue followed by 6 white). All firings were completed per the logs. The 5th and 8th firings (both white) had one pause for compression, and all other firings completed without any pauses. There were no incomplete clamps in the procedure. The sureform 60 stapler, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). The sureform 60 white reload has been returned and evaluated by the failure analysis (fa) team. Fa found the primary failure of stapling issue to be related to the customer reported complaint. The reload was found to have several undeployed pushers at the distal end. The reload knife was seated at the proximal end of the reload as expected, however 4 staples remained in the cartridge. Fa noted the root cause of this failure is attributed to component failure. Also, the sureform 60 white reload was found to have knife damage and the knife exhibited mechanical indentations. Fa concluded the root cause of this failure is attributed to mishandling. This complaint is a reportable event due to the following conclusion: there were several staples that did not release from the reload pocket despite forming in sections of the reload where tissue was intended to be stapled. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, while stapling with the sureform 60 stapler instrument, a white sureform 60 reload , the stapler fired; however, did not set staples but did cut the tissue. On 15-dec-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present when the incident occurred. The csr stated that the surgeon had used the sureform 60 stapler instrument with a white sureform 60 reload installed on it. The surgeon fired on small bowel tissue, the staples did not form; however, the bowel was cut and left exposed with no staple line. As a result, there was a hole in the small bowel. The surgeon placed a suture to get traction and then re-stapled the bowel on either side. The surgeon had confirmed that a leak test was conducted and it was negative. The csr confirmed the following: there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material was used. There is a video recording and image of the procedure. The csr confirmed that the site completed the procedure with the same sureform 60 stapler instrument with no further issues. The surgeon had confirmed that the patient was reported to be recovering well with no post-operative complications.